Event description:
It was report that there was a damaged charging inlet port. A detached dso seal was found during investigation. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem of damaged port. The root cause of the issue was determined as a damaged ac port. During the investigation, visual testing found a damaged(detached) dso seal. The dso seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.